Event description:
It was reported that the patient's scs ipg had flipped in the pocket. Surgical intervention is pending to suture down the ipg effectively.

Manufacturer narrative:
Date of event is estimated.